Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for left side. The device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observed. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.